Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower the drawer had failed without providing a recovery option, preventing medication from being loaded into that specific drawer. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (b)(6 was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-apr-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident. A technical support specialist (tss) confirmed with the customer that the issue had been resolved. The customer shared that a field service engineer was onsite and assisted in fixing the issue, and no further problems were reported at that time. No repair information was provided after multiple attempts. The system functioned as intended after the field service engineer repaired the device.